Event description:
A report was received that a trial patient experienced swelling and discoloration when stimulation was on. The patient had the lead pulled and the symptoms got resolved. The physician believes that the swelling was due to stimulation.